Event description:
In 2003, the patient was seen by the surgeon for implant site evaluation. The surgeon observed device migration with impending extrusion through the scalp. Exploration surgery was performed on the wound bed. The device was repositioned. Four years later, the implant site was continuing to heal, two wks later, the implant site had healed. The patient was seen by a surgeon at another facility (exact date not given) for an infection at the implant site. The device was explanted.